Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 3.0 mg/ml for a total dose of 1.4982mg/day, compounded bupivacaine 30 mg/ml for a total dose of 14.982mg/day, and compounded baclofen 1000mcg/ml for a total dose of 499.4mcg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2018 the patient reported persistent tenderness, discomfort, and redness at the pump site, particularly around the edges of the pump. It was discussed revising the pump pocket and suturing the pump deeper under the fascia or implanting a 20 ml pump rather than a 40ml pump. On (B)(6) 2018 the patient contracted the clinical and reported the pump was coming through their skin. The patient was scheduled for a revision. On (B)(6) 2018 the pump was explanted/not replaced with a medtronic product, but was replaced with a non-medtronic device. The device disposition was unknown. The outcome of the event was unresolved at time of study exit/death/study closure. The clinical diagnosis was pain at the pump site and pump pocket erosion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient's weight was (B)(6). The cause of the tenderness, discomfort, and pain at the pump site was not determined. The cause of the pump coming through the skin was not determined. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was exited on 2018-aug-20. The reason for exit was all enrolled manufacturer products were inactive. No further complications were reported.